Event description:
On 11-mar-2020: follow up information was submitted because result of complaint investigation of the returned used devices (1 tubing and 1 cannula) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in (B)(6). In the morning of (B)(6) 2019, the patient reported that last night at 3:00 am, the infusion set's tubing became disconnected from the body at the tubing porting while sleeping. Reportedly, the site location was the patient's arm and the pump was on the bra or the shirt. The infusion had been used since yesterday ((B)(6) 2019). Moreover, the infusions were stored in the kitchen. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. In the morning of (B)(6) 2019, the patient reported that last night at 3:00 am, the infusion set's tubing became disconnected from the body at the tubing porting while sleeping. Reportedly, the site location was the patient's arm and the pump was on the bra or the shirt. The infusion had been used since yesterday ((B)(6) 2019). Moreover, the infusions were stored in the kitchen. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.